Manufacturer narrative:
UDI number added

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the mx450 monitor had a speaker malfunction inop message on the display; the speaker did not produce sound. The device was not in clinical use at the time the issue was discovered; no patient involvement.